Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges acetabular cup loosening and detachment, creation of metallic debris, elevated metal ion levels, pain and inhibition of the ability to walk. Update: 08/07/2013 - amended litigation papers received. Original litigation indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. An invoice has been located, products updated and follow-ups created. Update 06/18/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. A revision note for the opposite hip (B)(4) indicated high metal ions levels. There was no mention of cup loosening. This complaint was updated on: 07/16/2015.